Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. The interrogation also found that a fault indicating an error with the random access memory (ram) had occurred while the device was implanted. As part of the testing, an engineering reset was performed, and the device was taken out of safety mode operation. The device was monitored, and it was noted an error was detected indicating a chip within the device circuitry may have had a performance issue. The device case was opened, and the digital integrated circuit was removed for detailed testing. After lengthy monitoring and attempts to recreate the fault, the fault could not be recreated. The results of the device analysis confirm the clinical observations, but the root cause of the failure could not be confirmed.

Event description:
This supplemental report is being filed based on completion of device analysis.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a device interrogation, this patients pacemaker device was found to be in safety mode with limited critical therapy still available. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) that the device needs to be replaced. Subsequently, this device was explanted and replaced. No adverse patient effects were reported.